Event description:
A customer called on (B)(6) 2016 to report having an allergic reaction to a strengthtape shoulder kit, item number 6300-shldr. The customer noticed the irritation within 2 hours of using the tape. The customer had a similar reaction to the adhesive in a nicotine patch about 8 years prior to this. The customer had been using kinesio tape for the past few months, which was removed about 2-3 days prior to applying the strengthtape.